Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Event date: unknown day in (B)(6) 2021. Implant date: unknown day in (B)(6) 2020. Concomitant products: cat: 814509380 lot: 973540 hfn rh 130 deg 9mm x 380mm. Cat: 814510100 lot: wg1111300a hfn lag screw 10.5mm x 100mm. Cat: unknown screw lot: unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 00851, 0001825034 - 2022 - 00848, 0001825034 - 2022 - 00849. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had affixus nail implanted. Subsequently, revision procedure was performed to remove the fractured nail and external fixation was put in place.